Event description:
(B)(6) bought a luggie super on or around (B)(6) 2018 from (B)(6) local mobility for traveling, for both indoor and outdoor use. She was in USA on the (B)(6) 2019, using her scooter in (B)(6) and she encountered a small lip in the paving/drain area of the street, the scooter tipped up causing her to break her arm. She claimed that she was travelling at approximately 2 mph and in daylight and her scooter hit the lip, the wheels and steering column went one way and the scooter over balanced and fell.

Event description:
(B)(6) bought a luggie super on or around (B)(6) 2018 from UK local mobility for traveling, for both indoor and outdoor use. She was in USA on the (B)(6) 2019, using her scooter in (B)(6) and she encountered a small lip in the paving/drain area of the street, the scooter tipped up causing her to break her arm. She claimed that she was travelling at approximately 2 mph and in daylight and her scooter hit the lip, the wheels and steering column went one way and the scooter over balanced and fell.

Manufacturer narrative:
(B)(6) 2020. There is no updated information from our UK distributor.

Manufacturer narrative:
5/27/2020: there is no updated information from our UK distributor. 6/18/2020: UK insurance company denied this claim, no further information from UK client.

Event description:
(B)(6) bought a luggie super on or around (B)(6) 2018 from UK local mobility for traveling, for both indoor and outdoor use. She was in USA on the (B)(6) 2019, using her scooter in (B)(6) and she encountered a small lip in the paving/drain area of the street, the scooter tipped up causing her to break her arm. She claimed that she was travelling at approximately 2 mph and in daylight and her scooter hit the lip, the wheels and steering column went one way and the scooter over balanced and fell.